Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for unknown 6.5mm 80mm, 6.5mm 50mm and/or cortex screws 4.5mm 36mm device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for distal femoral fracture was held on (B)(6) 2015. During the surgery, the surgeon applied reported lcp distal femur plate and found missing long enough locking screws what the surgeon wanted to use for the distal part. The reason why was that our sales representative ordered wrong implant set. Then, the sales reps and our distributor arranged to send the correct screws to the surgical operational room in a hurry. The surgeon used cancellous screws (6.5mm 80mm, 6.5mm 50mm) and cortex screws (4.5mm 36mm) temporarily on the surgery until arrival of the proper screws. After the correct screws arrived at the operational room, the surgeon completed the surgery with 5.0mm locking screw to the distal part of the lcp distal femur plate as the surgeon expected to use, originally. However, the surgery was extended for 40 minutes due to the extended wait time. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event description clarification - during surgery for a distal femoral fracture, when applying the locking compression plate (lcp) it was found that there were not enough locking screws. The surgeon temporality utilized cancellous screws (6.5mm 80mm, 6.5mm 50mm) and cortex screws (4.5mm 36mm). When the correct screws were located, the surgeon completed the surgery utilizing the correct screws for the distal part of the lcp distal femur plate. A forty (40) minute surgical delay was reported.